Event description:
The customer called reporting they were receiving an error 3 message and a battery icon on their freestyle meter. The meter has been requested back. Thre was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.